Event description:
Hcp reported pt reported for refill pump alarming with low reservoir alarm. Pt did not report feeling ill. Later in day pt admitted to ER - was reported to be "out of it". Pump was shut off by hcp. Initial diagnosis given to pt was "overdose". Unk if narcan was administered. Also reported pt had an elevated white count and treatment for infection started. Spouse reported pt had felt "icky for a couple of days" prior to event. Pt apparently incoherent for a couple of days in hospital. Pt treated with IV antibiotics in hosp, sent home on IV antibiotics. Recommendation made that implanted device be explanted. Acute condition resolved to date - pt refused to have device explanted. Pt is seeking other medical care.